Manufacturer narrative:
An event regarding malposition involving a series 7000 standard tibia was reported. The event was confirmed. Device evaluation could not be performed as the subject device was not returned. A review of the x-rays by a clinical consultant indicated patient had valgus knee with malpositioned baseplate. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. Clinician review of the x-rays determined the patient had valgus knee with malpositioned baseplate. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Device not returned.

Event description:
Patient contacted stryker (B)(4) via website saying that she underwent surgery on (B)(6) 2014 (right knee total arthroplasty) at the (B)(6) hospital. She did a lot of physiotherapy sessions, but in (B)(6) 2014 it was necessary another surgery because the knee didn't bend, it was rigid. She was informed that the surgery was necessary for manipulation because there was adherence, right after the surgery the patient did more physiotherapy sessions and she is until now with a swollen knee, it hurts and it still doesn't bend. Now she is feeling a lot of pain in the hip and back.